Event description:
It was reported that the insulin pump alarmed no delivery, which could not be cleared due to an unresponsive keypad. The blood glucose reading was 23 mmol/l, which was treated with manual injections. The caller stated that a battery change did not clear the alarm. Upon troubleshoot, it was noted that leaving the battery out for 5 minutes and reinserting the battery caused the device to boot up, but it still had unresponsive buttons. The caller stated that the time on the display was changing. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement test, prime test and excessive no delivery alarm test. No excessive no delivery alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.